Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two proglide devices are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted using proglide devices via an 8f sheath prior to an endovascular aneurysm repair (evar) procedure. The suture of the first proglide device was successfully preplaced. Reportedly, the next two proglide devices were deployed, but cuff misses were noted. The sheath was upsized to 16f and the evar procedure was completed. A surgical cutdown was performed. The successfully preplaced suture of the first proglide device was successfully tightened and, in addition, simple suturing was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4).